Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-09786, related manufacturer reference number:2017865-2021-09787. T was reported that the patient presented in the clinic experiencing fainting and dyspnea. Upon investigation, the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing and wide qrs over-sensing. The right ventricle lead exhibited high capture thresholds and failure to capture. The left ventricle lead exhibited high capture thresholds. On (B)(6) 2021, the implantable cardioverter defibrillator and right ventricle lead were explanted and replaced. The left ventricle lead was revised/replanted during the same procedure on (B)(6) 2021. No patient consequences.